Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and emergency treatment was aborted with the delay of more than 20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stand button was not controlling the c-arm. Upon troubleshooting, fse found that the button was busted, and the handle was broken before the system arrived. Fse replaced the handle and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the control module would not work to control the c-arm. No harm has been reported to philips. Philips has started an investigation of this complaint.